Event description:
On (B)(6) 2025, a genesys hta ablation procedure was performed on a patient. A vaginal burn was noted on the patient.

Manufacturer narrative:
The manufacturer attempted to contact the physician multiple times with no success. The manufacturer is unaware of any clinical outcome other than the vaginal burn. Due to the lack of response from the physician, no information is available on any additional clinical symptoms, what medical interventions were performed, and/or patient status. The IFU instructs the user to "during ablation, the saline temperature continues to rise until 90°c is reached, and the user must continuously: monitor the cervical seal for fluid loss and to confirm a tight cervical seal. Maintain a stable procedure sheath position throughout the procedure. Monitor the screen for fluid loss level. Warnings and cautions related to an event of this nature are included in the IFU for genesys hta, including but not limited to: the physician must maintain control of the procedure sheath (i.e., not hand off to another individual) for the duration of the treatment to avoid compromising the cervical seal. A compromise of the cervical seal could result in fluid leakage through the cervix, which could result in thermal injury to surrounding tissue. Do not place the procedure sheath tubing over the patient's leg or in contact with any part of the user's or patient's anatomy, as the tubing carries hot fluid and contact could result in thermal injury. The temperature of the tubing could be up to 55°c. Confirm that the vaginal speculum is an adequate size (width and length) to assure full separation of vaginal and vulvar tissue away from the procedure sheath, to avoid inadvertent thermal injury, and to provide visibility of the cervix. The temperature of the sheath at this location could be up to 65°c. Do not rest the procedure sheath on the vaginal speculum during the procedure. Leave the vaginal speculum in place throughout the procedure.